Event description:
It was reported that this system was explanted due to the patient felt discomfort. According to the patient he felt the device around his abdomen more than before. A new leadless system was successfully implanted. No additional adverse patient effects were reported.